Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that received an inappropriate shock for a rhythm that was detected by the device to be fast ventricular tachycardia but was reported to be atrial arrhythmia with rapid ventricular response. The atrial arrhythmia was noted to have been terminated by the shock. Reprogramming was performed and changes were also made to the patient's medications. It was also noted that there was intermittent undersensing noted on the right atrial (ra) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.